Event description:
The customer reported that during a routine check of the unit prior to initiating therapy on a patient, the unit was not triggering at the proper times. The patient was switched to another unit and therapy was initiated.